Event description:
The customer reported that they experienced a leak by the filter 17 hours after starting a cyclosporine infusion. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident.

Manufacturer narrative:
MFR's report date: (B)(4) 2012. (B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.